Manufacturer narrative:
Result: cracked siderail inner modules and arm cover. Damaged foot-end lift coil. Missing cpu board. Broken CPR handle connection.

Event description:
It was reported by service report that the cpu board was missing; the CPR release was not working, the foot-end was stuck up high; the CPR handle connection was broken, and siderail inner modules and arm cover were structurally cracked with no sharp edges. It is unk if there was pt involvement or adverse consequences to report.